Event description:
It was reported that low, out of range pacing lead impedance was observed. Patient was asymptomatic. During device replacement, the lead was functioning normally. The lead remains implanted. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.